Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm emerge (coyote fc) balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured at the catheter end of the balloon. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.